Event description:
Pt received a sulzer orthopedics inter-op acetabular shell implant in 2000. In 2001, the implant was explanted. Pt's preoperative diagnosis was, "painful right hip secondary to failure of acetabular ingrowth." X-ray revealed that the component had loosened and had no ingrowth.